Event description:
A male patient with an enlarged prostate and a thick-walled bladder, underwent aaa repair in 2007. The patient's anatomical form was suitable for endovascular repair. The procedure was conducted as prescribed. An easy wall stent was placed and ballooned in the left iliac leg to prevent a kink. At a follow-up, approx six months later, infarction of the lower ventral side of the right kidney was confirmed. The size of the aneurysm was 70x54 mm and creatinine level was 0.9 mg/dl. On the following month, it was confirmed that the infarction of the lower central side of right kidney had shrunk. Also, the size of the aneurysm was 50x41 mm and creatinine level was 1.06 mg/dl. At a follow-up, three days after the original date, the infarction of the lower ventral side of the right kidney was not changed. Also, the size of the aneurysm was 41x33mm and creatinine level was 1.61 mg/dl. The treatment for the infarction of the lower ventral side of right kidney was not conducted. The status of the patient at this time is unknown.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. At this time, from the information received we cannot determine the root cause of the event. However, we have notified the appropriate individuals and we will continue to monitor for similar events.